Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one similar complaint was received for this production order number. No product deficiency was found. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s right eye due to decreased visual acuity. No vitrectomy or incision enlargement were performed. Suture was used as part of the standard of care for all cataract surgeries. The replacement lens was the same model but a higher diopter. Patient was doing fine when discharged. The explanted lens is not available for return. Visual acuity pre-op (pre-initial implant): 20/25-2 (with glasses), visual acuity post-op (post-initial implant): 20-30, visual acuity post-op (post-replacement): 20/70-2. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.